Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in a vascular treatment procedure when the issue occurred, and the procedure was completed by connecting to the mobile big screen to the azurion flex machine. The philips field service engineer (fse) inspected the system onsite and confirmed the black screen was off but light indicator was in orange, usually it should be in green. During troubleshooting, fse identified the problem with dvi display port converter. Review of log file does not confirm the reported malfunction. The fse replaced the display port to dvi converter. The part analysis of displayport to dvi converter was performed, and the cause of the failure could not be conclusively determined, however the replacement of the dvi display port converter by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision monitor turned off but the light indicator was on and orange. The device was in clinical use at the time the issue occurred. There was no reported patient or user harm. A philips field service engineer (fse) reset the digital visual interface (dvi) display port converter and the system was returned to use in good working order.